Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. During the cryo ablation procedure, the dye did not look normal when the first contrast injection was used and the physician realized that the sheath was outside the heart. It was noted that there was a tamponade. Additionally, the patient¿s blood pressure and heart rate dropped immediately and suddenly, the patient died. Resuscitation was not successful. On post-mortem examination, it seemed like there was a big hole between the upper left pulmonary vein and the appendage. The case was aborted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.